Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three sealed devices and three devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned sample. The visual inspection of the opened sample noted three sutures and three needles. A tactile and microscopic examination of the sutures revealed no signs of material or assembly process damage. Two needles were received with the needle tips broken and the remaining needle was received bent. Upon microscopic inspection of each needle, instrument marks were observed at the respective break sites and the bend site. Additionally, the foils were inspected with light assisted microscopy with no abnormalities. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, a review of complaint data revealed no trend for this condition. No enhancements or improvements were generated for the reported condition. The observed instrumentation damages suggested that the needles were grasped improperly at the needle tip during application. Firmly grasping the needle at the tip weakens the needle causing it to bend and/or break. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a c-section the needle tip of suture broke. For pre cautionary measure they did an x-ray which indicated the needle was not inside the patient and could not be found. There was no patient injury, unanticipated tissue loss, tissue damage or bleeding. There was no extension to the surgical time required. The patient's current status is reported as fine. Patient details could not be provided.